Event description:
Noise on rv lead resulted in two inappropriate shocks. It was reported that patient was around no sources of emi at these times. Noise was reported on rv lead during in person follow up however the amplitude was minimal so device was not sensing it. Noise appears on ff, ra and rv channel in these recordings. Rv lead short interval trend has been greater than 0 indicating lead noise. Recommendations to discuss next steps with physician were made. Device remains implanted.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.